Event description:
It was reported that shaft break occurred. The target lesion was located in the non-calcified and tight deep vein thrombosis. An angiojet solent proxi catheter was selected for endovascular angioplasty. During the procedure, significant force from the physician was required to advance the catheter. However, it was noted that 20% of the shaft was bent, with one part kinked and the outer green outer coating has been damaged, resulting in the exposure of the silver coloured shaft. The device was removed from the patient intact, and the procedure was completed with another proxi catheter. There were no patient complications as a result of this event.